Event description:
It was reported that the bi-ventricular (bi-v) implantable cardioverter defibrillator (ICD) had reached the elective replacement indicator (eri) early. It was further reported that the left ventricular (lv) lead has been experiencing varying thresholds from 1.5 v @ 1.0 ms to 4.25 v @ 1.0ms. It was noted that the patient had a left ventricular assist device. The bi-v ICD was removed and replaced and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d274trk, implantable cardioverter defibrillator (ICD),  (B)(6) 2011; 5076, implantable pacing lead, (B)(6) 2007; 5076, implantable pacing lead, (B)(6) 2011; 6949, implantable tachy lead, (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory found no anomalies.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.